Manufacturer narrative:
Per review of the complaint history, it was discovered that this MDR was a duplicate of MDR 1723170-2016-01459. Please see related MDR for further information.

Manufacturer narrative:
The site declined to provide patient weight, per (B)(6) privacy laws. On 07/05/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, neuronavigation technician, reported that while in a shunt placement procedure, there was intermittent tracking of the reference frame and passive planar. When the site neuronavigation technician held the camera, the issues resolved. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 45 minutes. There was no impact on patient outcome.